Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements due to it was micro dislodged. The lead was repositioned and remains in service. No additional adverse patient effects were reported.